Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased visual acuity. The iol was exchanged. Additional information was provided by the nurse, who reported that the patient experienced blurry vision after the surgery. The outcome was not what was expected. The patient reason was documented as unsatisfactory visual acuity and the clinical reason was documented as anisometropia. The measurements were retaken postoperatively with a different result than the preoperative measurements. The surgeon elected to exchange the iol for a different lens model and a half a diopter difference in power. The surgeon does not know what would account for the different measurement results. Additional information has been requested.